Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-19 device of lot number c1366964 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. On laboratory evaluation of the returned device, it was noted that device returned in original packaging. Kink proximal below sheath adjuster noted. Visible damage to sheath due to same. Stylet was not returned. Needle advances and retracts with difficulty. The customer complaint is confirmed as the failure was verified in the laboratory. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that excessive force was applied causing the needle to kink when attaching or dethatching the device to the scope, causing the needle kink below the sheath extender. Additional another possible root cause could be that extreme angulation was required due to patient anatomy. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. The notes section of the instructions for use ifu0101-0 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Document review: a review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 device of lot#c1366964 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1366964; upon review of complaints this failure mode has not occurred previously with this lot # c1366964. Summary: the customer complaint is confirmed as the failure was verified in the laboratory. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Doctor wanted to do aspiration of tissue and cell in stomach. Angle of target was not good for penetration. He got some sample, but he was not satisfied. However sheath of echo-19 was bent. Push-pull of needle was very tough, and additional aspiration was impossible. So the new echo-19 was used.